Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient, hospitalized for heart failure (hf), experienced a ventricular fibrillation (vf) 'no therapy' event with undersensing. They were subsequently rescued externally. Technical services (ts) were consulted for further review of the vf episodes. The technical assessment revealed that the vf had very fine and agonal arrhythmia morphology, which made it difficult for the device to sense due to limitations in the automatic gain control (agc) sensing. Notably, the right ventricular rate sensing intermittently undersensed due to the large/small deflections. The technical services consultant advised programming adjustments, specifically lowering the rv sensing threshold and reducing the rate zone cutoff. Following these recommendations, the device was reprogrammed. It remains active and implanted, with no additional adverse effects on the patient.